Manufacturer narrative:
The customer's glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned monitor and was able to confirm the reported image issue. When connected to verathon's test equipment, the monitor produced an intermittent image. The tsr identified damage to the monitor's hdmi connector, as well as a missing power switch overlay. The monitor failed verathon's device functionality testing. The glidescope go monitor operations and maintenance manual (omm) contains a warning stating, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged. Always ensure that alternative airway management methods and equipment are readily available." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Upon completion of verathon's device evaluation, the customer's glidescope go monitor was scrapped with a replacement. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, the display on their glidescope go monitor started flickering and then turned off. The procedure was completed using a backup device which was reportedly made available in 30 minutes to an hour, depending on if the users knew where it was located.